Manufacturer narrative:
Reported event: an event regarding instability involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report delta c-taper head 36mm -2.5; cat#18-36-3; lot#52271402. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient complains about instability. Imaging revealed stable implant. Revision surgery occurred (B)(6) 2018. The head and liner removed and revised into a mdm".